Event description:
It was reported that insulin squirted out during the manual prime. The motor did not recognize the reservoir, and continued moving forward. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. However, the insulin pump passed the displacement test. No rewind anomaly was noted.